Event description:
It was reported that the tubing of a one-link needle-free catheter extension set was cut. The reporter stated that the cut occurred while the device was being clamped. The step of setup or therapy during which this occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.